Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This report will be updated upon completion of analysis.

Event description:
Additional information noted that this device was explanted as the patient had a heart transplant and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The shock impedance values were evaluated and a commanded lead impedance results which were normal.

Event description:
Boston scientific received information that during a normal device revision procedure all lead measurements appeared normal. When connection this right ventricular lead (rv) to the new device out of range shock impedance measurements were noted. The shock impedance measurements were tested though all vectors and all showed out of range shock impedance measurements. This lead was connected to the old device and out of range shock impedance measurements were still seen. It was noted that no lead damage was confirmed under fluoroscopy. The physician elected to surgically abandoned this rv lead and implanted a new lead. All parameters appeared normal when connection the new lead to the new device. The surgically abandoned lead will not be returned. No adverse patient effects were reported.